Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. Three days after the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2g, discontinued, route, frequency not reported) and meropenem injection (250mg, discontinued, route, frequency not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the event. On an unknown date, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was shifted to hemodialysis twice a week. No additional information is available.